Event description:
International customer reports that a patient underwent a bilateral epiphysiodesis in 2006. The patient presented with a left hip unilateral abscess. The abscess was surgically removed in 2007.

Manufacturer narrative:
Date sent to the FDA: 06/05/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.